Event description:
The surgeon inserted a cc4204bf collamer single piece lens into the eye and the lens tore. The lens was cut into pieces and removed. It was reported that the lens tore due to being misloaded. No patient injury.